Manufacturer narrative:
The product and lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts;" number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity", and number 14 states, " intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00428 / 00429).

Event description:
It was reported via medical journal that a patient underwent a m2a total hip arthroplasty on an unknown date. Subsequently, more than two years later, patient was revised due to pain, groin mass, acetabular loosening, and osteolysis. The acetabular cup and modular head were removed and replaced.